Event description:
After the catheter insertion, the pt acutely developed an urticarial reaction all over her body. Her face became red and her breathing became somewhat more labored. The pt was immediately given benadryl 25 mgs IV and after about 45 minutes, her symptoms resolved. It was identified that the reaction, having occurred within minutes of having the catheter placed and having it flushed, that this must indeed be the catheter reaction that had been described in numerous case reports. As per other case reports, they had documented immediate removal of the catheter would resolve the symptoms. It also had been noted that if benadryl were given, catheters could be left in place. It was felt that rptr would watch the pt expectantly as she was going to undergo treatment for IV therapy and see if her symptoms got worse or got better. After the course of approximately 1 hr, they did resolve and subsequently the pt was given her dose of antibiotic and sent home. (*)